Event description:
The customer reported the device was rebooting on its own and resetting back to the default settings. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device was rebooting on its own and resetting back to the default settings. There was no pt involvement. The device was sent to the philips bench for eval. Errors in the status log indicated the device had reboot issues. The processor pca was replaced to address the issue. The device then passed all required testing and was returned to the customer site for use. This was a malfunction of the processor pca. Replacement of the processor pca resolved the issue.